Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and heart attack on (B)(6) 2021. The blood glucose value at the time of the incident was unknown. The customer's current blood glucose is 31mmol/l. The customer experienced symptoms such as really tired, could not breath, gasping for air and unconscious as a result of high blood glucose. The customer also had diabetic ketoacidosis. The customer was treated by intravenous insulin drip. Troubleshooting was done for high blood glucose. Customer states the drive support cap appears normal. The customer was using insulin pump within 48 hours of reported high blood glucose event. The customer also reported that the battery side and reservoir side was cracked and had a missing piece. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.